Manufacturer narrative:
Block d.2b; additional applicable product codes: nhl, pjs.

Event description:
It was reported that following a successful placement of the right ventral intermedius (vim) lead, the deep brain stimulation (dbs) patient experienced a stroke on the contralateral side, distant from the lead location. The patient presented with double vision as a symptom. The stroke was confirmed by magnetic resonance imaging (MRI). As of now, the patient was discharged from the hospital and has fully recovered. The device will not be returned for analysis as it remains implanted.